Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement for normal elective replacement indicator (eri) per the physician. It was noted that the left ventricular lead had previously been programmed off due to high chronic thresholds. The right ventricular lead was not capped but remained programmed off. The generator was on an advisory list and replaced but there were no complaints by the physician who believed it was at normal eri. The patient was stable.